Event description:
Device issue: none. Adverse event: perforation. Onset of adverse event: during post stent balloon dilatation. It was reported that during the coronary artery procedure in an unspecified vessel, during post-stent balloon dilatation, the xience v 3.5mm balloon was inflated to 4.2mm and a perforation occurred. The perforation was treated with an unspecified balloon. There was no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Perforation is a known adverse event as listed in the xience v instructions for use (IFU). Although, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.